Event description:
It was reported that according to the pt's father, she used to turn to quiet name call, but now louder voice is needed. She used to understand speech without lip reading, but now she needs to see lips. The pt had a re-fitting appointment on (B)(6), 2011, where she received a 3-electrode program. Nine electrode channels were locally disabled due to hi impedance and no auditory perception.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the MFR for eval. When available. A device failure analysis will be submitted as a follow up report.